Event description:
It was reported that during a procedure, the tip of the unit came off. No adverse consequences were reported. It was further reported that the tip was retrieved with minimal delay.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.